Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02205. Medical products: articular surface with locking screw "size striped yellow/e f 12 mm height" catalog#: 00599403212, lot#: 61638060, tibial component stemmed precoat catalog#: 00598003702, lot#: 61895383, stem extension sharp fluted 15mm dia x 75mm length (combined length 120mm) catalog#: 00598801515 ,lot#: 60805177, femoral component size e left catalog#: 00599401591 lot#: 61848442, stem extension sharp fluted 16mm dia x 75mm length (combined length 120mm) catalog#: 00598801516, lot#: 61783236, unknown palacos cement catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately five years post implantation due implant fracture. During the revision it was immediately evident that the fixation screw from the lcck poly insert was broken and was in the joint upside down in the screw recess and this was lifted out. The tibial poly was grossly loose. Inspection of the screw revealed that a portion of the screw threading was present on the broken screw and the portion that was still retained within the screw mechanism in the stem of the tibial component. Decision made to revise the entire knee rather than just the tibial components although the remaining components were well-fixed the patella had been inspected some modest overgrowth of bone and scar tissue excised along its polyethylene margins, but the fixation appeared solid. Rhk placed without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications were noted during the primary surgery. The patient underwent revision for instablity issue.during the surgery "it was immediately evident that the fixation screw from the lcck poly insert was broken and was in the joint upside down in the screw recess and this was lifted out. The tibial poly was grossly loose. Inspection of the screw revealed that a portion of the screw threading was present on the broken screw and the portion that was still retained within the screw mechanism in the stem of the tibial component" and "the patella had been inspected some modest overgrowth of bone and scar tissue excised along its polyethylene margins, but the fixation appeared solid". Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.